Event description:
A surgeon reported that during shunt implantation, the device was not released from the delivery system after it was inserted into the eye. Additional information was received from the surgeon, who reported that the shunt was removed from the eye and was replaced with another shunt, during the same surgery. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).